Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing on this left ventricular (lv) channel. Technical services (ts) reviewed the electrogram (egm) and recommended to turn lv sensing off. The device and this lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).